Event description:
It was reported that the cot dropped. Allegedly, the emts lifted the cot and thought it was in the locked position. When the cot was released, it allegedly dropped to the ground. Reportedly, the emt received a bruise on her leg. She was treated at a local clinic and given pain medication. She was placed on light duty for one week.